Event description:
It was reported that while the femoral component was impacted, the impactor/extractor's spring clip broke. All pieces were recovered from the surgical field.

Manufacturer narrative:
This report will be amended when our investigation is complete.